Manufacturer narrative:
Three attempts have been made to contact the customer for resolution of this issue. The repair is unknown.

Event description:
Account said the bed will not stay out of trend. No one was involved with the bed.